Event description:
Information received by medtronic indicated that the insulin pump was not accepting any battery and completely blank. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring, however, the issue was not resolved even after the pump restart. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions until the new cap arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. The pump powered up properly after the test battery was installed. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, the test battery was removed and installed with no failed battery test alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. History download was successful using thump. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 17-aug-2023 in the pump history file. (B)(6) 2023 22:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 22:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 12:34:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 22:15:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 22:36:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 22:46:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 22:47:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 22:47:17.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 22:47:25.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 23:07:12.000 batteryremoved (55) (B)(6) 2023 23:07:12.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:09:35.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:04:59 pm. There was no power data available for the date of (B)(6) 2023 12:34:00.000. Unable to check power data for low battery alert. The replace battery alert/ change battery fault (73) (expected) was triggered 9.5 hours after the low battery alert. Off no power (expected) was due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to time reset. Lost sensor alert not confirmed. Low battery alert unknown. Changebatteryfault (73) not confirmed. Offnopower (11) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Failed battery test alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.